Manufacturer narrative:
Instrument was not evaluated by manufacturer for the following reason: the customer returned the instrument for investigation, however returned by mistake to the physical manufacturer not the legal manufacturer so it was scrapped, so was not available to be returned for testing. Additionally, the event does not represent any new or unanticipated failure mode or hazard/harm combination and has been linked to the model of power supply in use at this customer site. This issue relating to event was investigated in CAPA-00002386 and a field safety notice was sent to customers in march 2020, recalling the power supplies of afinion analyzers and substituting for a new power supply, which should have prevented such issues from happening in the future. In this instance the customer had not replaced the power supply and had continued to use the old power supply.

Event description:
The customer reported that he tried to update software of the afinion as100 instrument. The customer is using afinion as100 with serial number (B)(6). However while the instrument was updating the lab technician mistakenly moved the power supply which caused an electric spark and the electric meter went off. The instrument was restarted three times by removing the power supply and starting the instrument up again, after which info code 301 three times. No person was involved in the electric spark. There was no injury. As100 instrument was plugged into a multiple plug socket the manufacturer asked the customernot not to turn the instrument back on, the instrument needs to be replaced.

Manufacturer narrative:
The instrument will be returned to the manufacturer for investigation.

Event description:
The customer reported sparking near the power cable insert for afinion as100 instrument. The customer is using afinion as100 with serial number (B)(4), software version (B)(4) there was no damage observed. The customer did no attempt to turn on instrument again after the spark. The instrument was plugged directly ino a wall outlet but was left unplugged due to the sparks. There was no injury. The manufacturer asked the customer to plug the instrument back into the wall after the event and turn the instrument on. The customer stated that the instrument is starting up fine, there were no sparks and the self-test passed successfully. Customer stated instruments are rarely turned off and remain plugged in.